Event description:
Reporter alleged discrepant blood glucose results of 283 mg/dl back to back with a result in the 130s mg/dl when testing was performed 5 seconds apart on the compact sys. Reporter stated she was experiencing hyperglycemic symptoms during the time of the testing; however, no actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement prod was sent.